Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was reading inaccurately high compared to another device. The medical surveillance specialist spoke with the pt on jun 17, 2009 and obtained the following info. The pt reported that five days prior to original date, she obtained approximate blood glucose readings of "approx. 500 mg/dl" with the subject meter and "approx. 400 mg/dl" on another device (one touch ultra2) performed within minutes of each other (pt unable to confirm actual results obtained on either devices). In response to the "approx. 500 mg/dl" reading, the pt claimed she took 12 units of novolog insulin based on her sliding scale. Approximately 30-45 mins after administering the insulin, the pt claimed she began to sweat profusely, became shaky, and felt as if she was going to "pass out." At the onset of symptoms, the pt tested her blood glucose (it is not known with which meter) and obtained a result of "45 mg/dl." The pt stated that she immediately treated self by drinking juice and that her spouse contacted emergency services. When ems arrived they tested her blood glucose and obtained a reading of "121 mg/dl." The pt denied receiving any treatment from ems; however, stated that her husband took her to the ER as a precaution. When the pt arrived to the ER, she reported obtaining a result of "90 mg/dl" when tested with the ER/hosp meter. The pt claimed she was given something to eat after she had informed the personnel that she was hungry. At the time of troubleshooting, the customer care advocate discovered that the subject meter was set to the incorrect code number. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.